Event description:
Five of the filter/culture chambers leaked when culture media was put in the chamber. In all cases the leak occurred at a cemented seal used to join the dome of the chamber to the base.